Event description:
Pt's mother reported, she observed insulin leaking near the piston rod of the infusion device when she attempted to change the insulin cartridge 2 days ago. Mother stated, the insulin in the piston was crystallized and she couldn't remove all of the excess because, the insulin was stuck on the piston rod. Mother reported, she replaced the insulin cartridge with one from a different lot number and experienced the same concern. Mother stated, it was as if the cartridge compartment was sweaty. Mother reported, the pt began to develop hyperglycemia and has been correcting her blood glucose level with a syringe since that time. No blood glucose readings were provided. Pt's normal blood glucose range was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.